Event description:
It was reported that during total abnormal pulmonary venous drainage on march 8, 2019, one (1) sternal zipfix belt would not fix and one (1) other sternal zipfix belt broke. The surgeon changed to another one to complete the surgery. Fragments were generated from the broken device but were removed. The procedure was successfully completed with no surgical delay. There is no report on patient's injury. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, during total abnormal pulmonary venous drainage, the sternal zipfix belt broke. Another device was used to complete the surgery. Fragments were generated from the broken device but were removed. The procedure was successfully completed with no surgical delay. There is no report on the patient's injury. This report is for one (1) sternal zipfix with needle sterile. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary photo review: the attached photo shows an unidentifiable single sternal zipfix which reportedly is a 08.501.001.01s / sternal zipfix w/needle peek single pack with lot number l256504. The locking head is located on the broken in half binder and the needle portion is missing. The complaint is confirmed for broken in half. The received sternal zipfix implant condition does not correspond with the condition of the attached picture of the originally complained device. The attached picture shows a device on which the zipfix belt was already inserted in the zipfix locking head and the rupture occurred a few centimeters away from the locking head. The received zipfix implant is in open condition and beside the cut off needle intact. Either a wrong implant has been sent or the resulting photo does not match (B)(4). The pd examination was performed on the received implant taking into account the updated event description. Sustaining engineering did not identify any design related root cause for this intra-operative device failure. The device failure is end-user related. Therefore, this non-manufacturing investigation is closed by sustaining engineering as not-valid since the device failure is end-user related. Device history lot: part: 08.501.001.01s. Lot: l256504. Manufacturing site: bettlach. Release to warehouse date: 19. May 2017. Expiry date: 01. May 2022. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d10: complainant part is not expected to be returned for manufacturer review/investigation. H3, h6: during this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.